Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast implants which the left side deflated, and right side patient experiencing capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. Health care professional reported the following: patient presented with left sided deflation. Upon medical examination to left breast, an empty capsule was noted on palpation with obvious decreased volume and asymmetry. Upon medical examination to right breast, excessive firmness with baker grade 3 noted. Patient endorses discomfort. CT of abdomen unintentionally revealed left breast implant deflation. (B)(6) 2018-patient noticed left breast deflation. 2011-patient noticed progressing firmness to right breast as a result patient scheduled for removal on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the patient underwent bilateral removal and replacement as follow:left replaced with cat#: sphx-450, sn#:(B)(4) and right replaced with sphx-450, sn#:(B)(4) capsulectomy,submuscular augmentation mastopexy on (B)(6) 2020. On (B)(6) 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, anomalies were observed on the anterior view of the device consistent with a crease/fold. A tear was also observed within a crease/fold, measuring approximately 1.4 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).